Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had experienced a blood glucose (bg) as high as 533 mg/dl with headache, polydypsia, and blurred vision associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal totals matched the patient¿s programmed settings and were recorded as programmed. Also during troubleshooting, it was revealed that there were missing bolus records. The reporter stated that stress and the patient being on a strong antibiotic could have contributed to the bg excursion. This complaint is being reported because the patient allegedly experienced hyperglycemia because of inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/19/2015 with the following findings: the pump booted to the verify screen with audible and vibratory features. The pump was exercised for 24hrs with no errors, alarms or warnings. A 10u audio bolus and a 10u normal bolus were successfully performed and both were accurately recorded in the pump history. Therefore, the pump history was found to be recording properly. There was no hypersensitivity to the keys observed on the keypad. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.